Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined that the most likely cause is wear and tear of the inner rubber seal within the ar-6410 main pump tubing. Degradation of the seal may have resulted in loss of sealing integrity, preventing the tubing from maintaining adequate vacuum during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that the ar-6410 main pump tubing inner rubber seal would not create a vacuum during a case. No patient was affected.